Event description:
It was reported that the manufacturer's representative received a call late thursday night from a nurse at the emergency room requesting a catheter access port (cap) kit and a programmer. Initially a catheter issue was suspected, but the issue was reportedly unknown. The patient had received a refill on monday and was reportedly obtunded and in an altered mental status with the most likely onset being late wednesday night. The nurse checked the programming which was correct. The nurse aspirated the catheter from the side port with flow received. The volume was checked, and all was reportedly correct. Some of the compounded drug was sent for analysis as the nurse was "leaning towards a compounding error". Four days later it was reported that patient was better and following up with their healthcare professional (hcp) and going to rehabilitation. The patient's pump was intended to infuse compounded baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the test on the patient's compounded drug "came right back on target." The patient's discharge diagnosis was seizures. The reporter stated "the medical thought of what happened was that the patient had a seizure, was somnolent after, and that was when she was found (the seizure wasn't witnessed)." The somnolence was considered "post-ictal" and was not anything related to the pump. The patient was doing fine now.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009. (B)(4).